Manufacturer narrative:
H4: in initial report, the manufacturer date was not available and the manufacturing date is 03/14/2000. H3-81: an application support manager (asm) followed up with account and reported that the patient is seeing well. Asm instructed technicians on the proper way of inputting k values when not using the idesign populated k's. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
The device manufacture date was not available at the time of this report. (B)(4). The system was evaluated by a field service engineer. The field service found no issues with the unit. A field service checklist was performed. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2020 which resulted in 2 diopters of induced astigmatism in the right eye. The case was photorefractive keratectomy (prk) utilizing amoils brush to remove epithelium. This report is for the excimer laser. A separate report will be filed for the idesign.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.